Event description:
Customer reports expiration date on her strip vial says 9/30/2007 while using the aviva system. Actual expiration of test strips in sap is 8/31/2007. Expiration of 8/31/2007 verified through batch records. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.